Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands.

Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that the patient experienced a cannula issue with an infusion set. The cannula was crimped. The event occurred on (B)(6) 2024. The site of insertion was the abdomen. Infusion set was used for a few hours. No further information was available.